Event description:
It was reported that during a percutaneous coronary intervention balloon rupture occurred. The target lesion was located in the right coronary artery (rca) and reported to be 60% stenosis with plaque. The maverick 2 monorail balloon 15mm x 2.5mm ruptured at 10atm. Another device was used to complete the procedure and no patient complication was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned damaged. The hypotube was severely kinked at 49cm distal to the strain relief. A microscopic examination of the balloon material could not identify any tears or holes. However, traces of blood were visible inside the balloon. Several attempts to inflate the balloon failed. The device was immersed in warm water, however all additional attempts to inflate the balloon failed. As a result, it was not possible to identify a leak location in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention balloon rupture occurred. The target lesion was located in the right coronary artery (rca) and reported to be 60% stenosis with plaque. The maverick 2 monorail balloon 15mm x 2.5mm ruptured at 10atm. Another device was used to complete the procedure and no patient complication was reported.